Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported a dissection had occurred. A percutaneous coronary intervention was being performed on a de novo lesion in the left anterior descending artery. A 38 x 3.5 promus premier select drug-eluting stent was placed at the target location. After placement of the stent, an edge dissection was noted while taking an orthogonal view of the deployed stent. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.